Event description:
Clinic reported a pt injected with 1.5 cc of radiesse dermal filler in the cheekbones and temporal areas by cannula technique on (B)(6) 2011. The pt reported edema and erythema at areas of injection on (B)(6) 2011. The pt was treated with following medications: drop infusion intravenous - 200 ml of 0.9% of a physiological solution + 2.0 ml prednisolone and im 2.0 ml suprastin. Alcohol lotion of 3% boric acid was applied locally. Considerable reduction of edema and erythema was seen over 3 hours and pt left the clinic. Recommendation to take 1 tablet of 0.25 mg suprastin in the evening.

Manufacturer narrative:
On (B)(6) 2011, the pt woke up with edema having widened to all of her face. She went to the hospital for emergency and was admitted. Infection was ruled out with a diagnosis of allergic reaction. At the time of this report ((B)(6) 2011) the pt was still hospitalized and being treated with IV of corticosteroids. A considerable decrease of edema was evaluated on (B)(6) 2011. Further f/u is expected after discharge notes are available. The radiesse batch number was not provided.